Manufacturer narrative:
Lumenis followed up with the facility for additional information, which had been provided. It was reported that during the procedure the footswitch cord inadvertently made its way under the pedal and was cut when activating the footswitch. Although lumenis has determined this event to solely be the result of user error with no other performance issues, and there has been no device-related death or serious injury, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event.

Event description:
A user facility reported that prior to beginning a lithotripsy procedure in which a lumenis versapulse powersuite 60w laser system was to be utilized, the laser would not start up by presenting error 405 (foot switch malfunction error) on its display. The facility observed the foot-switch had frayed wires, and after trying again to re-plug the footswitch and reboot the system, the error still appeared. The facility reported they were unable to treat the patient as they didn't have another laser to complete the case, and the patient was awakened from anesthesia. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.